Event description:
The surgeon stated the reported event was not related to the intraocular lens.

Event description:
A surgeon reported that a scratch was noted on the surface of the intraocular lens following insertion. The surgeon indicates the scratch may be related to the difficulty the surgeon had folding the lens. It is reported that the pt's visual acuity is less then had been anticipated. The lens remains implanted.